Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4457 competitor implantable pacing lead: (B)(6) 2012. No evaluation. Other description: the device remains in use. (B)(4).

Event description:
It was reported that the in-office capture management test resulted in different values than the automatic run test. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.